Event description:
Patient presented with a chest wound infection. Physician prescribed antibiotics and scheduled removal procedure. Physician brought the patient into the operating room and successfully removed the entire inspire system. Antibiotics applied prior to closing.